Manufacturer narrative:
(B)(4). The device has not been returned for investigation. The device history review could not be conducted since the lot number was not provided. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the customer loaded bondek suture onto device the bullet broke off suture. Bullet stayed stuck in bottom of device.